Manufacturer narrative:
(B)(4). The report that the chronic haemodialysis catheter was leaking was confirmed through investigation of the returned sample and the customer supplied photograph. The customer provided two angiograms and one photo and returned one chronic haemodialysis catheter and connector assembly. Signs of use in the form of blood particulates, yellowing of the connector assembly, and sutures on the juncture hub wings were observed. Visual inspection of the returned device revealed two small tears proximal to the catheter cuff indicative of misuse of sharps (i.e. Needles, scalpels, etc.) On the catheter. The IFU states "do not use sharp instruments near extension lines or catheter". Scuffing and damage was seen on the luer hubs and catheter body. When the compression cap was removed, the green compression sleeve was observed to be damaged. Leak testing was performed on the connector assembly and proximal portion of the returned catheter, and no leakage was observed. The distal end of the catheter body was flushed, and leakage was seen out of the small tears on the catheter body. A device history record review was performed, and no relevant findings were identified. Additional information was received that the green compression sleeve was placed incorrectly. Based on the customer report and the sample received, it was concluded that the most likely root cause is user error.

Event description:
It was reported that: "on (B)(6) 2026, the doctor found patient's tunneled catheter bleeding. The luer hub/fitting has crack and the bleeding is a different defect." Associated complaints: 9680794-2026-00111 and 9680794-2026-00110.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the doctor found patient's tunneled catheter bleeding. The luer hub/fitting has crack. The catheter was changed. The patient was reported as fine."